Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced two events of itching and a rash. The cause of the events was not reported. The patient was not hospitalized for the events; however, during hospitalization for another indication, the patient experienced the events (second event) during pd therapy, further described as "less severe" . Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued, and the patient was transferred to hemodialysis therapy. No additional information is available.